Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available.

Event description:
On (B)(6) 2025, the patient sought medical attention at the emergency room (ER) while wearing their pod due to experiencing extreme thirst and high blood glucose levels, which were more than 500 mg/dl. The visit lasted five hours, and the patient was discharged on the same day. The patient reported that their pod was not working properly, leading to the need for medical attention. During the visit, the medical professionals checked her numbers and took blood samples but did not provide a specific diagnosis. The patient mentioned that there were no recent messages or alarms on the omnipod 5 app, and several details about the pod's functionality and site condition were unavailable as the call was disconnected. Follow-up attempts to retrieve additional information were unsuccessful. If new information becomes available, we will supplement the report.